Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the fixation bearing in the inner shaft for the knob has broken off. Reportedly, the customer feels that faulty handling is ruled out. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The device history review for this lot has been requested. The investigation carried out on the returned instrument has shown that the button of inner shaft of the applicator in the rear is actually broken. This is indicative of very high mechanical stress finally having led to the break in the knob. Synthes has received various complaints with the same problem from the market, and has decided to check the design once again in order to prevent such problems in the future. A CAPA has been initiated.